Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 24-25 min in diameter and 2.5 cm long with a 45 degree angulation. Vessels had some tortuosity and not much calcification. It was reported that because the aortic neck was long, the physician did not want to position the bifurcated stent graft all the way at the level of the renal arteries; however, after deploying the bifurcated stent graft, it was pulled down too far, mainly due to neck angulation (MFR report # 2953200-2010-00336); no endoleak was seen. An aneurx aortic cuff was then implanted to build more proximally. However, the cuff moved up a few millimeters higher than intended (likely due to the angulation), and it appeared to have partially covered the lowest renal artery. Another MFR's biliary stent was implanted in the renal artery as a preventive measure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - (B) (4): eval results and conclusions: angulated aortic neck.